Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Upon visual inspection, it was observed that the imaging window was detached from the lap joint section of the sheath assembly. The detached portion was not returned.

Event description:
It was reported that a catheter fractured had occurred. The stenosed target lesion was located at the severely tortuous, severely calcified right coronary artery. An opticross imaging catheter was advanced and when the device was removed, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a catheter fractured had occurred. The stenosed target lesion was located at the severely tortuous, severely calcified right coronary artery. An opticross imaging catheter was advanced and when the device was removed, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported.